Event description:
It was reported that an ilet pump displayed alert 39 indicating an insulin shaft encoder failure, after which the device prompted insulin change and tubing fill but did not allow navigation past those menus; the user manually dosed and later received a replacement while the original device was requested for return. Symptoms included hyperglycemia with a reported blood glucose up to 316 mg/dl and approximately one hour above target. Outcomes included no medical intervention, no ketone testing, and no backup therapy used. Investigation included remote troubleshooting, review of user reports, and arrangements for device return for analysis. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.